Event description:
Pt presented with right mid-m1 clot extending into m2 branch. IV tpa was unsuccessful. The physician attempted to evacuate the clot first using the penumbra 0.041" aspiration catheter with little benefit. He then used a retriever v 2.5 soft device to attempt to remove the clot. He felt the clot was going to be very resistant and torqued the v 2.5 soft four times to 'tighten it up a bit' and provide additional strength for the pull. He then proceeded with the pull and said he pulled 'very hard' resulting in significant stretch of the retriever on the proximal portion of the loops with the distal loops not stretching, distal to the clot. He noticed the retriever looked stretched out and elongated. From a review of the films, it appeared that the microcatheter mc18l position was not maintained up to the helix loops as recommended in the IFU. The physician continued to pull and the retriever v 2.5 soft device distal end fractured and detached. The helix and distal tip remained in the m1 vessel. The physician attempted to retrieve the fractured tip with another v 2.5 soft device and a v 2.5 firm device but without success. The procedure was halted with the retriever distal end remaining in the m1 vessel. According to the physician the size of the stroke was not increased due to this event and the pt did not have any type of bleeding or hemorrhage.

Manufacturer narrative:
Because the device was not returned to concentric medical, a complete investigation could not be performed. The manufacturing records for merci retriever 2.5 soft devices that were shipped to the site, lot numbers 33411 and 33426, were reviewed and no anomalies were found that are related to this complaint. The device instructions for use (IFU) includes a warning that provides recommendations to reduce the risk of fracture. This warning provides several recommendations including the following: immediately after unsheathing all retriever loops, position microcatheter tip marker just proximal to loops. Maintain microcatheter tip marker just proximal to retriever loops during manipulation and withdrawal.